Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right s1 lead was partially explanted and replaced with two leads on (B)(6) 2021. Therapy was restored following the procedure.

Manufacturer narrative:
Date of event is estimated. It is unknown which lead is exhibiting high impedances, so both are being reported on.

Event description:
Related manufacturer reference number: 1627487-2021-13256. It was reported that one of the patient's leads was exhibiting high impedances. Surgical intervention is expected to address the issue.